Event description:
It was reported that the patient experienced a uti (urinary tract infection) which she had been treated for. The patient had a follow-up appointment scheduled with their healthcare provider. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient was last seen (B)(6) 2011. The cause of the event was that the patient had a history of recurrent uti's. The healthcare provider did not believe the patient's uti was related to the interstim at all. Hospitalization was not required.

Manufacturer narrative:
Product ID 3889-28, lot# v594488, serial#, implanted: 2011 (B)(6), explanted: product typ lead product ID 3095-10 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension product ID 3037 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).